Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress by repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of forceps channel pinhole was not confirmed. In addition to the finds reported in event section, watertightness was not maintained due to the collapse of the tip cover. The bending angle was insufficient due to the elongation of the angle wire. The image guide bundle was severely broken. There were stains in the image due to damage to the image guide bundle. The insertion tube, eyepiece and diopter ring were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported forceps channel pinhole of a product return asset, uretero-reno fiberscope. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the forceps plug mouthpiece was scraped. This medwatch is being submitted to capture the reportable malfunction found during evaluation.